Event description:
It was reported that the patient presented to the ER in an electrical storm with multiple shocks delivered. A magnet was placed over the device to control therapies. Upon interrogation device was in back up mode. ICD was explanted. The patient condition after the event was stable. The associated rv lead was dislodged due to suspected twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. Device function was tested using automated test equipment and all tests were normal. The cause of the reset was found to be due to an anomaly in the high voltage circuitry.